Event description:
It was reported that during photoselective vaporization of the prostate procedure, at 939 joules, a message was displayed requesting the device replacement, and the fiber got broken. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, at 939 joules, a message was displayed requesting the device replacement, and the fiber got broken. Due to this, the procedure was completed using another device. There were no patient complications.